Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 7 may 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently during another medical procedure the device was electively explanted on (B)(6) 2020. There are no plans to re-implant the patient with a new device during the same surgery.